Manufacturer narrative:
A ge service rep performed an on site investigation. The connections on cine hard drive was evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed a 'cine disk not available' error upon boot up. There is no report of death or serious injury associated with the complaint.